Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right atrial (ra) lead exhibited noisy signals on atrial tachy response and non-sustained ventricular tachycardia episodes. Technical services (ts) reviewed the episodes and determined that the noise was non-physiological, and likely due to a subclavian crush but did not rule out a connection issue as the system is new. Ts recommended to bring the patient in to attempt recreating the noise and observe impedance measurements if noise was present. The health care professional (hcp) noted that the patient is a dancer, and ts recommended discussing specific movements that may have triggered noisy signals. No adverse patient effects were reported. This rv lead remains in service.